Manufacturer narrative:
Manufacturer investigation result on retained samples only. Device not returned to manufacturer.

Event description:
After use, the technician attempted to engage the safety device, needle did not retract resulting in needle stick injury, no further information was provided